Event description:
Docetaxel infusion, during the hanging of the chemo, I noticed that it was leaking from the connection between the drip chamber and the IV tubing. I took it off the pole and put it back in the bag. Very little chemo was spilled. Chemo was cavi wiped up and alerted pharmacy to make new chemo. Manufacturer response for IV tubing, nitroset they said this was not reported anywhere else and we are trying to coordinate how to send samples when chemo has been involved.